Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge canister and tubing. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer performed a supply change to address bg and issue.